Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons on my insulin pump are not working. Customer also states that the insulin pump is giving me a button error alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.